Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector involved with this complaint and failure analysis replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure that, the bipolar function was not available. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.